Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. A hole was noted above the environmental seal. Any damage to the fluid path will reduce the devices ability to deliver insulin and cause irritation during insertion. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) with ketones present while wearing the pod between 4 and 24 hours on the arm. A correction bolus of 15.4 units of insulin was administered to treat the hyperglycemia but the patient's bg levels did not decrease. The patient noted the cannula was bloody and a new pod was applied.